Event description:
Same case as MDR ID # 2134265-2012-07038. It was reported that during a percutaneous coronary intervention procedure, the imaging catheter became caught in a placed stent. The 80% stenosed target lesion was located in a calcified and moderately tortuous middle left anterior descending artery. Pre-dilation was performed three times with an unknown manufacturer's 2.0mm balloon catheter then a 2.5x16mm promus element stent was implanted at 12atm in the target lesion. In addition, a 3.0x20mm promus element stent was implanted in the proximal left anterior descending artery at 12atm. Post-interventional ultrasound (ivus) was performed with the atlantis sr pro imaging catheter, resistance was encountered during delivery. The atlantis sr pro imaging catheter became stuck with the 2.5x16mm promus element stent, the atlantis pro imaging catheter was withdrawn with force and stent damage to the 2.5x16mm promus element stent was noted. The atlantis pro imaging catheter was removed and a 2.25x16mm promus element stent was implanted where the stent damage occurred. The procedure was completed with this device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).